Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: reports of pieces of the flanges at the distal end the trocar broke off and fell into preperitoneal space. All pieces were retrieved. Neither the operating time or the incision size were extended, and there was no bleeding. No patient injury was reported.

Manufacturer narrative:
(B) (4)